Event description:
Reporter states, while broaching the femoral canal the universal broach handle "fell apart". There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.